Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A longevity calculation was performed and the device was found to be below expected limits. A new battery was attached to the device and communication was re-established. The device's functionality was tested on the bench and on the automated system. No anomalies were found. The battery was returned to the vendor. No anomalies were found. The cause of the battery depletion was not determined.

Event description:
It was reported that the patient presented to the hospital due to a vibratory alert. Upon interrogation, the battery voltage was beyond end of service. Premature depletion was suspected. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun